Event description:
On (B)(6) 2009 the patient reported that the plunger of the insulin cartridge became stuck to the piston rod of the infusion device and an entire vial of insulin spilled into the cartridge compartment. The patient was educated on the proper procedure for removing the insulin cartridge from the infusion device. No physiological effects were reported. The patient was assisted in switching to his backup infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.